Event description:
This-59-yr old female underwent bam with silicone gel breast implants in 1989 at another facility, thus the MFR is unknown to this reporting facility. She has developed a lot of superior pole fullness and discomfort from the implants. Gross exam: the right implant has a small amount of sticky material present in the outer surface and gelatinous material exudes from the annular of the apparent nipple area. The left implant is identical.